Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgement and difficulty positioning. Please note: patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right atrial (ra) lead had dislodged approximately 2 months after implant. Subsequently, this patient underwent a revision procedure to reposition the lead. However, repositioning was unsuccessful, so the lead was explanted and successfully replaced with a different lead. No additional adverse patient effects were reported. Additional information: this lead has been returned and analysis has been completed. This report has been updated with the product investigation results.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that this right atrial (ra) lead had dislodged approximately 2 months after implant. Subsequently, this patient underwent a revision procedure to reposition the lead. However, repositioning was unsuccessful, so the lead was explanted and successfully replaced with a different lead. No additional adverse patient effects were reported.